Manufacturer narrative:
The evaluation found a missing olympus lamp. Additionally, the evaluation found a worn out and cracked inside the ceramic tube. An old type switch version. The top cover has multiple deep scratches, the front panel discoloration, and the rear panel was rusted. The rest other functionality test pass. The device was repaired and returned to asset stock. The asset has no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have an error 103 malfunction due to a missing lamp. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial MDR report upon further review, the legal manufacturer determined the initial report is not a reportable malfunction since the reported error occurred because the lamp was removed from the device prior to sending to olympus. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur therefore, this is not a reportable malfunction.